Event description:
Repair request initiated for device with the report of bit got broken and stuck inside. It was reported there was no patient involvement. Repair request escalated to a product event based on reason for return.

Manufacturer narrative:
H3: product analysis for pss unknown tool: no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: ad03, serial/lot #: (B)(6), UDI#: (B)(4). Product analysis for attachment ad03: evaluation determined that tool stuck inside the attachment, output subassembly found corroded and internal parts were found corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: pss unknown tool: no conclusion can be drawn as the device was discarded. Correction: h6 and additional codes are updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information: additional information received for the report 1625507-2024-00316 saying the serial number provided by customer is wrong and provided with the correct serial number of the device as (B)(6) and the duplicate event with the report of 1625507-2024-00330 was identified. Hence the two events are merged and notifying that both the events belongs to the same event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.